Event description:
The handpiece abnormally overheated during a third molar extraction procedure and the patient received a superficial soft tissue burn injury to their lip. The patient's burn injury is reported to have healed normally without need for additional medical treatment.